Event description:
It was reported that the patient underwent a lead replacement procedure as the original lead was not placed in the correct position, and therefore the patient was receiving inadequate stimulation. There were no complications during the procedure and the patient was fine post-operatively. The explanted lead was discarded at the facility.

Event description:
It was reported that the patient underwent a lead replacement procedure as the original lead was not placed in the correct position, and therefore the patient was receiving inadequate stimulation. There were no complications during the procedure and the patient was fine post-operatively. The explanted lead was discarded at the facility.